Event description:
(B)(4) study. It was reported that post coronary stenting procedure, chest pain, restenosis, and myocardial infarction occurred. In (B)(6) 2012, the patient was referred for cardiac catheterization to treat the 100% stenosed target lesion located in the proximal left circumflex artery. It was 36 mm long with a reference vessel diameter of 2.75 mm and treated with pre-dilatation and placement of a 2.75 mm x 38 mm ion us coa stent with 0% residual stenosis. Fourteen days following the index procedure, the patient presented with cardiac chest pain and was hospitalized on the same day. Patient was diagnosed with myocardial infarction. The 100% proximal-edge restenosis, of the previously placed ion us coa stent, was treated with balloon angioplasty and had 20% residual stenosis. The patient was discharged the same day.

Event description:
It was further reported that reocclusion occurred. Per source documents, the subject "presented with the complaint of substernal chest pain radiating across his chest and up into his jaw and left arm. He admits to not being on plavix or effient that he was discharged on last admission."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).